Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump had battery not working error, found during preventative maintenance; no patient involvement.